Manufacturer narrative:
The exact event date was not available; therefore, the date of 02/01/2025 was used as an estimate, since it was reported that the event occurred approximately one month after device activation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) was not working properly, as it stopped inflating. Additionally, the patient stated that, after being hospitalized for two months, the pump was feeling stuck. The patient attempted troubleshooting techniques but were not successful; therefore, a follow up appointment was scheduled for device evaluation. No additional information was provided.